Event description:
It was reported that during preparation for a diagnostic coronary procedure, the coating of the zipwire separated from the mandrel. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available; a supplemental medwatch report will be filed. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer in the past six months (or yr) and the results identified two potential batches. Reviewed the device history records relative to the mfg, inspecting and packaging of these potential batches. All records indicated that the product was final inspection tested at mfg and determined to be acceptable. No other complaints were found with these potential batches.